Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received at service center and evaluated. The customer reported an article defect,defects were found with the device during evaluation, therefore we can confirm this complaint as a defect was found with the complaint device. It was found that motor does not turn as the motor shaft was stuck and the locking ring was not closing properly. The protective conductor resistance (earth resistance) of the motor cable and the insulation resistance of the motor were out of tolerance. The resistance value of the keypad of the handcontrol set was out of specifications. The drill mounting mechanism was found to be defective. The device failed the hipot test. The motor, motor cable, and the handcontrol set were replaced. The defective drill mounting mechanism was replaced. The device was cleaned, repaired and tested for functionality. However, given the information provided we cannot discern a definitive root cause for the identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/21/2018 and passed all functional testing before being returned to the customer. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls has an article defect.